Manufacturer narrative:
No evaluation conducted to date due to the product not being available to be returned for evaluation.

Event description:
It was reported that during a meniscal repair procedure, t2 failed to deploy from the fast-fix device. T1 was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.